Event description:
User experiencing intermittent co2 discrepant results for approximately 5 days. Only the following examples were provided: initial result 17.0 mmol/l, repeat 22.9 mmol/l; initial result 20.8 mmol/l, repeat 12.9 mmol/l, repeat on different instrument gave result of 22.9 mmol/l. Initial results were not reported. The field service representative determined there was a problem with the reagent and rinse mechanism fluidics. The instrument was repaired.